Event description:
It was reported that after implanting the insertable cardiac monitor (icm), low battery voltage was observed upon interrogation. The icm was replaced, while the pocket was still opened. The patient was in stable condition with no adverse health consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) upon receipt. The device was able to be interrogated when received. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.